Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported with a description of damaged lens, broken haptic. Additional information has been received stating trailing haptic was broken up on delivery from the preloaded delivery device. The lens was cut in half and explanted and replaced with another same size identical lens during initial procedure. The procedure was completed on same day without any harm to the patient.